Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. There was no noise observed, and other lead parameters (pacing impedance, r-wave and pacing threshold) were within normal limits. The physician decided to check these lead parameters in-clinic, and all were within normal ranges besides a shock impedance measurement of 145 ohms. Thus, ionization and/or calcification was suspected by the physician, and a commanded synchronous shock at a low energy was then performed. This resulted in a within-normal-limits shock impedance of 106 ohms. Given this finding, the physician decided against further lead testing and will follow the patient via the latitude remote patient monitoring system. No adverse patient effects were reported, and this rv lead remains in service.